Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The physical device was not available for evaluation to investigate if a condition existed that would have contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
As reported: when the coil was removed from the microcatheter, dr. Noticed that there was no radiopaque marking on the proximal end of the coil. The coil was removed as a precaution but was disposed of directly in the waste bin. No patient injury reported.